Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined; however, the most likely cause could be attributed to the operator¿s technique. The instruction manual for use gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator. Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use. Do not use tongs if out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that during a laparoscopic tubal ligation procedure, the patient¿s fallopian tube was torn and lacerated during the application of the falope-ring. There was minor bleeding observed. The physician completed the intended procedure by sealing the fallopian tubes.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the user facility¿s nurse. Additional information received states that there was no bleeding during case, the laceration and tube tear occurred during the application of the first fallopian ring band. The surgeon used a wolf kleppinger cautery device to finish the case.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned a disposable falope ring band applicator, two guides, and two dilators to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned devices and found biomaterial with a white band attached at the distal end of the applicator tongs. Further inspection found the applicator tongs were able to be extended/retracted, and aligned correctly when viewed from above. The lever arm could be rotated and locked into the first or second position without an issue. All of the device¿s feature were found to be in specification. In addition, the OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.